Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient said the right side of wall of patient cervix was scratched by plastic tipping the first day she applied it. Bleeding started 5 weeks ago - barely dripped blood - isn't sure if she scratched it with her nails or if the plastic edge of pw scratched her because every night, she applies wicks she is sore. Has had continuing sore and has been cleaning it but would like lubrication or cream to clear up infection to be able to insert equipment more properly. Sore hasn't gotten worse but is not healing. Pw equipment works well but patient is sore in that area. It is unclear if troubleshooting was performed or lot number requested. No medical intervention was reported. No additional information provided. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient said the right side of wall of patient cervix was scratched by plastic tipping the first day she applied it. Bleeding started 5 weeks ago - barely dripped blood - isn't sure if she scratched it with her nails or if the plastic edge of pw scratched her because every night, she applies wicks she is sore. Has had continuing sore and has been cleaning it but would like lubrication or cream to clear up infection to be able to insert equipment more properly. Sore hasn't gotten worse but is not healing. Pw equipment works well but patient is sore in that area. It is unclear if troubleshooting was performed or lot number requested. No medical intervention was reported. No additional information provided. It was unknown what medical intervention was reported.